Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) "wasn't registering" and the patient started "shaking all over the place." They added that the patient was falling as well, so they called the patient's nurse and had them check the ins. The patient's nurse discovered that the ins battery was low and that the patient would need to go to the hospital to get it replaced. The ins battery ended up getting replaced, but they mentioned that the implant surgery was postponed because they discovered that the patient had a urinary tract infection (uti). Additional information was received from the consumer reporting that the device was the issue only because they did not have it when they got home and it was nowhere to be found. The assumed someone had taken it. They called the manufacturer to get a replacement but have been routed to several places and they still do not have a replacement.